Event description:
It was reported that due to an artificial sphincter deterioration the patient had his artificial urinary sphincter (aus) removed and replaced. It was added that the aus was not working well and it started 2 to 3 weeks ahead of the surgery. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. The patient is doing well today. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of returned product revealed that the distal tip has the pebax peeled and partially detached, the detached and the peeled sections showed presence of adhesive and sanding marks indicating that the pebax was properly attached to the corewire consequently, confirming the reported complaint. The ams 800 pump was visually inspected and functionally tested. There were no significant findings during visual inspection. Functional testing had a low flow of 60cm h2o and resister flow of 1.04ml/min, which didnt met specification. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an artificial sphincter deterioration the patient had his artificial urinary sphincter (aus) removed and replaced. It was added that the aus was not working well and it started 2 to 3 weeks ahead of the surgery. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. The patient is doing well today. Should additional information be received a supplemental report will be filed.